Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. During the 5f femoral artery access heart cath, the peg sealant was stuck on the advancer tubing when the 5f mynxgrip vascular closure device (vcd) was removed from the patient. Manual compression was held until hemostasis was achieved. The lead tech then removed the rest of the 5f mynxgrip with the same lot number from the shelf in case of an issue with that lot. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. It is unknown if there was vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The mynx vcd was prepped according to instructions for use (IFU). The device storage temperature exceeded 25 °c. The sealant got stuck to the distal tip of advancer tubing. The entire sealant was stuck to the device component. It was possible that there was over tamping. The deployer shuttled down completely. Hemostasis was achieved with manual compression in less than 30-minutes. The patient's hospitalization was not extended as a result of the event. The patient recovered. The products were not returned for analysis. A product history record (phr) review of lots f1908501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the issues experienced could not be determined. Based on the information available for review, storage temperature factors (exceeded 25 °c) may have contributed to the sealants apposing to the advancer tubes since temperatures above 25 °c can cause the sealants to soften and stick to the mynx devices/components. Additionally, handling factors (possible over-tamping of the advancer tubes) could have also contributed to the events experienced. If the user over-tamps by pushing the tamping tube too far into the hydrogel sealant, the grip tip of the sealant may adhere to the advancer tube and the sealant may follow the advancer tube out of the tissue tract during removal. According to the instruction for safety, ¿maximum temperature, 25°c. Keep dry ¿ protect from moisture.¿ the IFU also states, which is not intended as a mitigation, ¿while maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds.¿ additionally, IFU states in step 3: remove device that users are to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall with the advancer tube. Neither the phr, nor the information available for review suggests a design or manufacturing related cause for the reported events. Therefore, no corrective/preventive action will be taken at this time. This is one of two products involved with the reported event and the associated manufacturer report numbers are 3004939290-2019-01478 and 3004939290-2019-01479. Corrected data: section d10: device available for evaluation

Manufacturer narrative:
After further review of additional information received the following sections PMA/510k, if follow-up, what type and device evaluated by MFR have been updated accordingly. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported event and the associated manufacturer report numbers are 3004939290-2019-01479. Corrected data: device available for evaluation.

Manufacturer narrative:
After further review of additional information received the following premarket identification, type of report, follow up type, device evaluated by MFR and adverse event problem have been updated accordingly. During use of a 5f mynxgrip vascular closure device (vcd), the peg sealant was stuck on the advancer tubing when the device was removed from the patient. There was no reported patient injury. The rest of the 5f mynxgrip with the same lot number from the shelf were removed in case of an issue with that lot. The two failed devices were not saved. The mynxgrip vcd was prepped according to instructions for use (IFU). The device storage temperature exceeded 25 °c. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only) including the insertion angle (30-45 degrees) of the vascular sheath introducer. It is unknown if there was vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The sealant got stuck to the distal tip of advancer tubing. The entire sealant was stuck to the device component. It was possible that there was over tamping. The deployer shuttled down completely. Hemostasis was achieved with manual compression. The non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was not returned for evaluation. However, 6 sterile mynxgrip vascular closure devices from the same lot were returned instead. Per visual analysis, the 6 sterile devices were returned in their original sealed packages, but not in a controlled temperature condition. The returned devices were inspected for anomalies/damages, and none were observed. Per functional analysis, three samples were pulled from the returned devices for functional testing. The shuttle down step was simulated, and the advancer tube was found properly engaged to the proximal tamp lock during the investigation. All three samples performed as intended per the mynxgrip instructions for use (IFU) and were deemed to have met specifications. A product history record (phr) review of lot f1908501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. However, samples from the same lot were returned for analysis. All analyzed devices functioned as expected, and no anomalies were noted. Based on the information available for review, storage temperature factors and handling factors may have contributed to the reported event. According to the instruction for use, which is not intended to mitigate risk, ¿maximum temperature, 25°c. Keep dry ¿ protect from moisture.¿ neither the phr, nor the information available for review suggests a design or manufacturing related cause for the reported events. Therefore, no corrective/preventive action will be taken at this time. This is one of two products involved with the reported event and the associated manufacturer report numbers are 3004939290-2019-01478 and 3004939290-2019-01479.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During the 5fr femoral artery access heart caths, the peg sealant was stuck on the advancer tubing when the device was removed from the patient. Manual compression was held until hemostasis was achieved. The lead tech then removed the rest of the 5fr mynxgrip with the same lot number from the shelf in case of an issue with that lot. The two (2) failed devices were not saved, however, the remaining six (6) from the box can be returned. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only) including the insertion angle (30-45 degrees) of the vascular sheath introducer. It is unknown if there was vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The mynx vcd was prepped according to instructions for use (IFU). The device storage temperature exceeded 25 °c. The sealant got stuck to the distal tip of advancer tubing. The entire sealant was stuck to the device component. It was possible that there was over tamping. The deployer shuttled down completely. Hemostasis was achieved with manual compression in less than 30-minutes. The patient's hospitalization was not extended as a result of the event. The patient recovered.